Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The data contained in the log file confirmed the reported incident of a red heart alarm. The red heart alarms appeared to be associated with the percutaneous lead being disconnected and a loss of power to the system controller. The evaluation could not determine a root cause that attributed to the percutaneous lead disconnect and the loss of power. The system controller was unavailable for an evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator sent in log files for review, which showed a pump disconnect alarm, a loss of power to the system controller causing the pump to stop, and multiple pi events. The patient was transported via critical care to the hosp. The patient reported that he believed his driveline had not been detached. The patient stated that his system controller alarmed early in the morning and woke him up and he came into clinic.